Event description:
Event description cpi received information that during a routine follow-up, this implantable cardioverter defibrillator (ICD) was found in the 'monitor only' mode. The cause of the mode switch is not known.